Event description:
Two 2.8mm obl anchors broke during insertion. The site was pre-drilled using a 2mm drill. At this time it is unknown whether the anchors were removed during surgery. A back-up device was used to complete surgery. No patient injury or complications were reported.